Manufacturer narrative:
The investigation confirmed that a discordant (B)(6) result was obtained from a patient sample when processed on a vitros 3600 immunodiagnostic system when compared to (B)(6) and (B)(6) results obtained from testing the same sample. The most likely cause is the presence of a non-specific antibody interferent in the sample as a (B)(6) result was obtained after treating the patient sample using a non-specific antibody binding tube (nabt). Based on historical quality control results, a vitros ahbc lot 2320 performance issue is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient sample was prepared in accordance with the tube manufacturer¿s recommendations. There was no indication of a reagent or instrument malfunction.

Event description:
A customer observed a (B)(6) result from a single patient sample when processed on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to the status of the patient determined by alternative vitros tests. (B)(6). Vitros (B)(6) result vs. An expected (B)(6) result based on (B)(6) results obtained from other (B)(4) marker assay testing (B)(6) performed on the same patient sample. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros (B)(6) result was not reported outside of the laboratory to a clinician. Ortho was not made aware of any allegation of actual patient harm as a result of this event. (B)(4).